Event description:
It was reported that a paedigav shunt system (part # fv284t) was flushed before surgery. The valve had no drainage, even upon aspiration. No patient involvement.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: - dried deposits in the perforations of the ventricular catheter. - dried deposits in the distal end of the peritoneal catheter. - pediatric prechamber and paedigav not fixed connected with ligature. - traces of instruments/clamps on the kink protection catheter. Permeability test: we disconnected the shunt system at the non-fixed part and tested the two parts individually for permeability. The test showed that the ventricular catheter with the pediatric prechamber is permeable, whereas the paedigav with the peritoneal catheter is non-permeable. To determine the location of the occlusion, the paedigav with the peritoneal catheter was dismantled and each element was tested individually for permeability. The test showed that each part is permeable for itself. Additionally, after separating the different components of the shunt system, a deformation of the peritoneal catheter behind the valve was detected. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. Product performance may be affected by dry residues of cerebrospinal fluid or blood. Nevertheless, we have tested the device to the best of our abilities. Based on our examination results, we can confirm the blockage in the shunt system. Visible dried deposits on the product as well as a deformation of the peritoneal catheter behind the valve could be detected. In addition, traces of instruments/clamps were visible on the kink protection catheter, in the area of the deformed catheter. Retrospectively, it is not possible to determine the reason for the blockage, deformation and the deposits. As described in our instructions for use, the permeability is recommended to be checked with nacl before using the valves. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.